Event description:
End user was using chair after repair yesterday and the chair lost power to the point where the patient had to manually push the chair as if it were a walker with her cane. She hurt her back while pushing it.